Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic detached from the optic during implantation. The rayone emv rao200e iol was explanted from the eye and exchanged for a back-up iol during the original surgery session. The back-up iol was implanted without further incident and the healthcare facility has confirmed that there was no injury to the patient as a result of the event. The product associated with the event has been discarded by the healthcare facility. The information received states that the IFU was followed, the injector was prepared (ovd inserted and flaps fully secured) within the blister tray. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion" inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. Our review of production records for the rayone emv rao200e batch 012183328 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 012183328. In the absence of the product for return, it is not possible to establish the root cause of haptic detachment in this case.

Event description:
On (B)(6) 2022, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that the haptic detached from the optic during implantation necessitating explantation of the iol from the eye.